Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against this pump; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was admitted to the hospital with atrial fibrillation (afib) with rapid ventricular rate (rvr), sepsis, bacteremia, high systolic blood pressure (bp) seen at 170, five consecutive implantable cardioverter defibrillator (ICD) shocks, tachycardia and dizzy symptoms. Patient was then transferred to another hospital due to respiratory distress. Patient was intubated and in cardiogenic shock. Upon arrival patient was bridged to heparin and warfarin, international normalized ratio (inr) was 1.7 and mean arterial pressure (maps) continued to decline to 30's. Computed tomography (CT) showed large intracranial hemorrhage. Patient went into non-reversible ventricular fibrillation (vf), support was withdrawn and patient died on (B)(6) 2018.

Manufacturer narrative:
A supplemental report is being submitted for corrections and additional information. The date of death has been corrected from (B)(6) 2021 to (B)(6) 2021. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. The date of death was collected during a review of patient records with the healthcare facility. If information is provided in the future, a supplemental report will be issued.

Event description:
The date of death was collected during a review of patient records with the healthcare facility.